Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the open returned product noted the instrument was partially applied with seventeen remaining clips. The proximal end of the shaft was bent. The jaws were closed; a fully formed clip with tissue and another fully formed clip applied to the tissue were locked in the jaws. The condition of the device precludes functional evaluation because of the bent shaft. Visual inspection of the second returned product noted sealed with the full complement of twenty clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the bent shaft condition may occur with intentional over flexure of the shaft during clinical application causing the shaft to bend rendering the device inoperable. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy. The surgeon was firing clips on the cystic artery but the clip applier jammed and would did not release the tissue it was holding. To resolve the product problem, another port site was made and a new clip applier was opened. The new clip applier was used to free the jammed clip applier. No patient injury reported. Clip appliers of the same lot number have been isolated from the theatre.